Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose before lunch was 108 mg/dl and after that was 234 mg/dl and hour later blood glucose was 238 mg/dl and again hour later was 243 mg/dl, current blood glucose was 247 mg/dl. It also stated that the customer took reservoir out and there was air bubble at the top. It was reported that after removing the plunger sometimes air was sucked in and created air bubbles. The reservoir will not be returned for analysis.